Event description:
It was reported that the lotus edge valve post was jammed, the valve embolized and the patient died. Implant summary: vascular access was obtained via the right femoral artery. The patient experienced two episodes of tachycardia which were resolved by cardioversion before insertion of the 23mm lotus edge valve system. Due to a severe bend in the very tortuous gothic aortic arch two separate pigtail catheters with extra stiff wires were required to straighten the anatomy. The 23mm lotus edge valve system was advanced to the homograft aorta. A lot of manipulation was needed for the lotus edge valve system to cross the aortic annulus into position for implant. During deployment there were no issues unsheathing the valve. The valve was locked and unlocked successfully and repositioned to adjust the depth in accordance with the dfu. However, during another attempt at locking one of the three delivery system posts was twisted and jammed. The physicians' attempted to sheath and unsheath the valve, the push-pull technique and torquing the outer sheath to try and resolve the jammed post but were not successful. Due to the patient's instability it was decided to leave the lotus edge valve inside the patient and prepare a 23mm non-boston scientific (bsc) valve. However during the release maneuver of the lotus edge valve the jammed post did not release from the delivery system. The patient was sent for open heart surgery where the jammed post was cut. This allowed the lotus edge delivery system to be removed transfemorally with the lotus edge valve still inside the patient. The team then implanted the 23mm non-bsc valve inside the lotus edge valve in a valve-in-valve (viv) technique via an open heart trans aortic approach. During implant of the non bsc valve the implant balloon ruptured, but the implant seemed acceptable. After closing the aortic arch, the x ray showed both the lotus edge valve and the non bsc valve had embolized to the aorta. The aortic arch was opened again and the lotus edge valve and the non bsc valve were surgically removed. A second 23mm non bsc valve was implanted in an open heart surgical approach. Final angiogram showed moderate paravalvular leak, but a stable valve. The patient was stable and the patients chest was surgically closed. Post procedure summary: the patient was kept in an induced coma with the intent to be removed from sedation two days later. It was later reported that the patient died. The cause of death was reported to be related to post-procedural stroke.

Event description:
It was reported that the lotus edge valve post was jammed, the valve embolized and the patient died. Implant summary: vascular access was obtained via the right femoral artery. The patient experienced two episodes of tachycardia which were resolved by cardioversion before insertion of the 23mm lotus edge valve system. Due to a severe bend in the very tortuous gothic aortic arch two separate pigtail catheters with extra stiff wires were required to straighten the anatomy. The 23mm lotus edge valve system was advanced to the homograft aorta. A lot of manipulation was needed for the lotus edge valve system to cross the aortic annulus into position for implant. During deployment there were no issues unsheathing the valve. The valve was locked and unlocked successfully and repositioned to adjust the depth in accordance with the dfu. However, during another attempt at locking one of the three delivery system posts was twisted and jammed. The physicians' attempted to sheath and unsheath the valve, the push-pull technique and torqueing the outer sheath to try and resolve the jammed post but were not successful. Due to the patient's instability it was decided to leave the lotus edge valve inside the patient and prepare a 23mm non-boston scientific (bsc) valve. However during the release maneuver of the lotus edge valve the jammed post did not release from the delivery system. The patient was sent for open heart surgery where the jammed post was cut. This allowed the lotus edge delivery system to be removed transfemorally with the lotus edge valve still inside the patient. The team then implanted the 23mm non-bsc valve inside the lotus edge valve in a valve-in-valve (viv) technique via an open heart trans aortic approach. During implant of the non bsc valve the implant balloon ruptured, but the implant seemed acceptable. After closing the aortic arch, the x-ray showed both the lotus edge valve and the non bsc valve had embolized to the aorta. The aortic arch was opened again and the lotus edge valve and the non bsc valve were surgically removed. A second 23mm non bsc valve was implanted in an open heart surgical approach. Final angiogram showed moderate paravalvular leak, but a stable valve. The patient was stable and the patients chest was surgically closed. Post procedure summary: the patient was kept in an induced coma with the intent to be removed from sedation two days later. It was later reported that the patient died. The cause of death was reported to be related to post-procedural stroke. It was further reported that the patient died three days post the implant procedure.

Manufacturer narrative:
Investigation is in progress.

Manufacturer narrative:
Device technical analysis: the lotus edge valve and lotus edge delivery were returned to boston scientific (bsc) for investigation. The distal components of the delivery system were returned separated from the delivery system in a beaker of saline solution. These components included the nosecone, nosecone extension, coupler fingers, sheathing aids and a piece of one of the push pull rods (ppr). The lotus edge valve was returned locked in two positions. The buckle and jammed post were unjammed on return and manually locked on the bench top without issue. Deformation was noted on the braids of the valve, likely as a result of the complex procedure. Once functionality of the valve locking components was confirmed, buckle and post top were removed from the valve for further inspection. The lotus edge delivery system control knob and release door were removed to visually confirm functionality of the rotary barrel in the handle. The multi lumen extrusion port was then flushed and a piece of a ppr was flushed out, which likely remained in the device following surgical removal of the valve system. Damage and accordioning to the distal end of the outer sheath of the delivery system was noted, likely due to technical difficulties from the complex procedure. The broken piece of the ppr, post top and buckle were sent for scanning electron microscope (sem) analysis. The images from sem analysis of ppr indicated a break at ppr. No anomalies were evident with the buckle or post top components. A re-creation of the event was carried out by bsc research and development engineers. CT files of patient anatomy were used to print a model of the annulus and descending aorta. This model was fixtured to the simulated use model. The system was filled with saline flowing through the system at 37 degrees celsius. A bsc small safari guidewire and lis l introducer was used for test set up. For simulation a 23mm lotus edge valve system was tracked through the system. The lotus edge valve was unsheathed with a nominal placement maintaining guidewire bias towards the non coronary cusp (ncc) to mimic the reported procedure. The locking mechanism at the ncc was held at a 45 degree angle towards the center of the braid by the severe calcification however when shortening the valve towards locking this 45 degree rotation did not maintain during valve locking. A full resheath was completed and the lotus edge valve was positioned lower in the annulus. Guidewire bias was again maintained at the ncc. The locking mechanism at the left coronary cusp (lcc) was held at approximately a 45 degree angle away from the post top due to the large nodule of calcium present but again it was not possible to maintain a twist of the post as the valve was shortening towards locking. On a subsequent attempt to lock the lotus edge valve the shoulder of locking mechanism at the right coronary cusp (rcc) was placed directly beside the calcium located at this region. This caused the post top to twist and sit inside a diamond of the braid. The post top shoulder stayed snagged in the braid while continuing to lock. At lead into valve locking the post freed itself and using the pull pause push technique the lotus edge valve locked at all the locations. A full resheath was carried out and the same process repeated. The post top shoulder on the ncc side again snagged on the braid wire in the same manner, however freed from the braid as the valve shortened towards locking. Returned media analysis: procedural imaging provided to bsc was reviewed by a bsc quality engineer and bsc medical safety. The media review was consistent with an unsuccessful transfemoral lotus edge implantation in a complex patient anatomy (i.e., technical deficiencies in locking and releasing the valve; an inoperable patient with a failing homograft), a subsequent unsuccessful direct aortic non bsc valve implantation inside the lotus edge valve that caused both valves to embolize and a final direct aortic non bsc valve implantation with significant residual aortic regurgitation.

Event description:
It was reported that the lotus edge valve post was jammed, the valve embolized and the patient died. Implant summary: vascular access was obtained via the right femoral artery. The patient experienced two episodes of tachycardia which were resolved by cardioversion before insertion of the 23mm lotus edge valve system. Due to a severe bend in the very tortuous gothic aortic arch two separate pigtail catheters with extra stiff wires were required to straighten the anatomy. The 23mm lotus edge valve system was advanced to the homograft aorta. A lot of manipulation was needed for the lotus edge valve system to cross the aortic annulus into position for implant. During deployment there were no issues unsheathing the valve. The valve was locked and unlocked successfully and repositioned to adjust the depth in accordance with the dfu. However, during another attempt at locking one of the three delivery system posts was twisted and jammed. The physicians' attempted to sheath and unsheath the valve, the push-pull technique and torqueing the outer sheath to try and resolve the jammed post but were not successful. Due to the patient's instability it was decided to leave the lotus edge valve inside the patient and prepare a 23mm non-boston scientific (bsc) valve. However during the release maneuver of the lotus edge valve the jammed post did not release from the delivery system. The patient was sent for open heart surgery where the jammed post was cut. This allowed the lotus edge delivery system to be removed transfemorally with the lotus edge valve still inside the patient. The team then implanted the 23mm non-bsc valve inside the lotus edge valve in a valve-in-valve (viv) technique via an open heart trans aortic approach. During implant of the non bsc valve the implant balloon ruptured, but the implant seemed acceptable. After closing the aortic arch, the x-ray showed both the lotus edge valve and the non bsc valve had embolized to the aorta. The aortic arch was opened again and the lotus edge valve and the non bsc valve were surgically removed. A second 23mm non bsc valve was implanted in an open heart surgical approach. Final angiogram showed moderate paravalvular leak, but a stable valve. The patient was stable and the patients chest was surgically closed. Post procedure summary: the patient was kept in an induced coma with the intent to be removed from sedation two days later. It was later reported that the patient died. The cause of death was reported to be related to post-procedural stroke. It was further reported that the patient died three days post the implant procedure.